Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion and no damage to the stent occurred. No injuries or complications were reported. However, the returned product confirmed that there was stent damage.